Manufacturer narrative:
Literature article citation: patil s. Clinical and radiological outomes of axial lumbar interbody fusion. Doi: 10.3928/01477447-20 101021-05. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that that 3 patients underwent an axial lumbar interbody fusion. The patients had superficial sacral incision infections that were treated with incision and drainage washout of soft tissue and skin. No other patient complications were reported.